Event description:
Customer states the following: "reported to biomed pump problem alarm, biomed confirmed. No patient harm. Cassette latch is hard to close. Cleaned pins, still does not feel right" preliminary evaluation of the pump log indicates that there was an error in flow control: error: activevalveactuate/maintainposition: outlet flag unexpectedly closed. This is the typical error when there is a sticky outlet valve. As this occurred during an infusion, it triggered a pump problem alarm and the pump went into a fail-stop state. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.